Event description:
It was reported that the left ventricular (lv) lead exhibited a high out of range pacing impedance measurement and loss of capture (loc) due to an alleged conductor fracture. The physician elected to explant and replace the lv lead to resolve the event. The patient was stable with no additional adverse consequences. It was indicated the lead will not be returned for analysis.